Event description:
It was reported the system hard drive malfunction resulted in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.